Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's other underlying risk factors which included her young age at implant likely contributed to this event. The patient has a history of shones syndrome s/p coa repair, s/p subas resection, mv plasty x3, and mvr x2. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this (B)(6)-year-old female patient with a 3300tfx 19mm valve, implanted in the mitral position for four (4) years and 10 months, underwent a valve-in-valve procedure due to severe mitral stenosis. Pre-op cardiac cath showed severe mitral valve stenosis with a mean gradient of 16-17mmhg at baseline. There was no mitral regurgitation. She also presented with aortic stenosis. Initially, a balloon valvuloplasty was performed on the aortic valve, which decreased the gradient to 10mmhg. Subsequently, a tmvr was performed with a 9600tfx 20mm. There was no mitral regurgitation or perivalvular leak by tee. There was a stable 8mmhg gradient across the valve, a mild 10mmhg supravalvular gradient that was associated with mild stj narrowing, and an additional tivial diffuse (<5mmhg) gradient across the arch for a total left sided gradient of 23mmhg from the lv into the descending aorta. The patient remains hemodynamically stable with good peripheral perfusion. She was discharged home in stable condition on pod #1.